Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the keypad was found to be intact with no peeling observed. All keypad buttons symbols were worn and illegible. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/19/2014.